Manufacturer narrative:
(B)(4).

Event description:
Confirmation of the allegation was confirmed based on the reported successful surgical extraction of the retained sensor wire .

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6)2020. The patient reported that he had the sensor wire surgically removed under local anesthesia but could not recall the date of the procedure. A dissolvable stitch was left inside and he stated he has a scar at the site. He did not experience any signs of infection or other issues following the removal. No product was provided for evaluation. Confirmation of the allegation was confirmed based on the reported successful surgical extraction of the retained sensor wire . The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B2: outcomes attributed to adverse event - additional. B5: describe event or problem - additional. H2: additional information. H6: patient code - additional. H6: method code - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that he replaced the sensor and the sensor pod failed to disengage from the applicator. He had difficulty removing the sensor and applicator from his body and while doing so, the plastic sensor pod broke apart. Upon inspection, he did not see the sensor wire fall away and suspected that it might still be under his skin. He contacted his doctor, and had an x-ray done which confirmed that the sensor wire remained under his skin. Plastic surgery was scheduled the week of (B)(6) 2020 for its removal. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.